Event description:
It was reported that a thrombus and pericardial effusion occurred. A watchman access system (was) double curve and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the first trans-septal puncture (tsp), a small thrombus was noted on the non-bsc tsp sheath. The thrombus was completely aspirated out of the right atrium and the procedure continued. Activated clotting time (act) was 183. Heparin was administered with an ineffective IV for which it was replaced. Act was then found to be 241. A second tsp was then attempted and there was difficulty advancing the non-bsc sheath; therefore, a wire was placed. The wire was seen moving through the heart shadow, but was not visualized in the laa so the wire was removed. A third tsp was made and the device was successfully implanted with one partial recapture and redeployment. The next morning, a follow up transthoracic echocardiogram was performed to discover a 6 mm pericardial effusion to the anterior aspect of the heart. No interventions were performed. Patient was discharged without delay.